Event description:
The customer contact reported a charred ac power cord. The customer contact reported the device was returned to the biomedical dept for an unspecified reason. No tracking info was provided; specific pt info, pump programming, or event details were not available. During testing at the user facility, the device was connected to ac power to charge the device. After an unspecified length of time, the customer contact initially indicated the power cord was burnt; subsequently, it was reported the device was smoking and had a burnt smell. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira.